Manufacturer narrative:
Investigation summary: it was reported that a 71-year-old female patient (71kg) underwent a left sided idiopathic ventricular tachycardia (l-idvt) ablation procedure with a thermocool® smart touch® sf uni-directional navigation catheter. During the procedure when finished the fast anatomical mapping (fam) and mapping of the left ventricle (lv) with the thermocool® smart touch® sf uni-directional navigation catheter, it was noticed that the septum seemed too far out compared to where it had been before. A perforation of the lv was confirmed via intracardiac echo (ice) using a soundstar catheter. The catheter and sheath were pulled back as they were transseptal. The patient was given 30mg of protamine and 1 unit of platelets. The patient remained stable throughout the whole procedure and was admitted to the cardiac care unit for overnight observation. A minimal pericardial effusion was also noted that was not present at the beginning of the procedure. A bed-side transthoracic echo was also performed to confirm that the effusion was not growing. Extended hospitalization was not required. Patient¿s outcome is fully recovered with no residual effects. The device was visually inspected and it was found in good conditions. The magnetic, temperature and force features were tested and no issues were observed. In addition, the catheter was deflecting and irrigating correctly. No malfunctions were observed during the product analysis. A manufacturing record evaluation was performed and no internal actions related to the reported complaint were identified. The catheter passed all specifications. The root cause of the adverse event remains unknown. The instruction for use (IFU) states that careful catheter manipulation must be performed to avoid cardiac damage, perforation or tamponade. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The biosense webster, inc. Product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Manufacturer's ref. No: (B)(4).

Event description:
It was reported that a (B)(6) year old female patient ((B)(6)) underwent a left sided idiopathic ventricular tachycardia (l-idvt) ablation procedure with a thermocool® smart touch® sf uni-directional navigation catheter and suffered cardiac perforation requiring medication and transfusion. During the procedure when finished the fast anatomical mapping (fam) and mapping of the left ventricle (lv) with the thermocool® smart touch® sf uni-directional navigation catheter, it was noticed that the septum seemed too far out compared to where it had been before. A perforation of the lv was confirmed via intracardiac echo (ice) using a soundstar catheter. The catheter and sheath were pulled back as they were transseptal. The patient was given 30mg of protamine and 1 unit of platelets. The patient remained stable throughout the whole procedure and was admitted to the cardiac care unit for overnight observation. A minimal pericardial effusion was also noted that was not present at the beginning of the procedure. A bed-side transthoracic echo was also performed to confirm that the effusion was not growing. Extended hospitalization was not required. Patient¿s outcome is fully recovered with no residual effects. Physician¿s opinion regarding the cause of the adverse event is that it was patient condition related. Transseptal puncture was performed with a baylis transseptal needle. No ablation was performed during the case. The flow was set at 2cc for mapping. The force visualization features used included graph, dashboard and vector. The highest force reading noted was no more than 20 grams. The average force reading throughout the procedure was 14-15 grams. Patient¿s relevant tests included: hemoglobin of 13gr/dl, hematocrit of 39.7%, prothrombin time (pt) of 11.9 and inr of 1.0. No error messages were observed on the biosense webster equipment during the procedure.